Event description:
It was reported via a trial that on (B)(6) 2008, the pt underwent stenting in predilated proximal left anterior descending artery with one xience v stent. On (B)(6) 2010, the pt developed chest pain and discomfort. The pt was hospitalized on (B)(6) 2010, and underwent a diagnostic coronary angiography and percutaneous coronary intervention in the target lesion for in-stent restenosis. The pt's condition resolved on (B)(6) 2010, and was discharged on (B)(6) 2010. There was no adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
(B)(4). Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.